Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens in patient's right eye on (B)(6) 2014. Excessive vault was noted. The lens was explanted on (B)(6) 2014 and was exchanged for a shorter length lens. This resolved the problem. Last visit to the physician's office on (B)(6) 2014, ucva was 20/15.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints was found. Conclusions; (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). The lens has not been returned.